Event description:
A talent thoracic stent graft was implanted in a pt for the endovascular treatment of chronic thoracic dissection. It was reported that when the stent graft was being deployed it started to deploy in the misaligned position. The physician immediately pulled the stent graft distally in order to avoid the misaligned deployment. This was successful; however, the stent graft landed 2 cm distal to the intended location. The decision was made to implant a second stent graft. The device was inserted and successfully deployed. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Other, secondary intervention - eval results and conclusion: (stent graft was inaccurately delivered by the user). User device interface.